Manufacturer narrative:
Once the investigation has been completed, a supplemental report will be filed.

Event description:
"Trocar's sleeve (tip) broken into pieces on a very first puncture co2 leakage found on the top of the trocar. The tip of the cannula (sleeve) broken and fallen inside. It was removed safely."